Event description:
Patient with degenerative joint disease of the first metatarsal underwent surgery for fusion approximately 5-6 months ago. Patient developed a nonunion which resulted in pain and discomfort when ambulating. Patient returned to surgery for corrective surgery.intraoperatively, "the first mpj (metatarsal-phalangeal joint) demonstrated solid fusion, fixation intact. Proximally on the first metatarsal, there was noted to be a nonunion present here. The failed hardware was removed and the nonunion was debrided down to good bleeding, healthy bone on both sides. Bone chips were packed in this area and this was plated in proper alignment with a y plate from orthohelix with associated 3.5 mm screws."patient was discharged with plans for physical therapy and assistance with activities of daily living. Patient is to remain nonweightbearing on the surgical foot with crutches/walker and surgical shoe.